Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed software error alarms in a loop. Customer's blood glucose was 20 mmol/l. Customer mentioned the device could not rewind. During troubleshooting, device was able to rewind but the device alarmed software error alarm again. Device was making a buzzing noise. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display due to corroded electronic assemblies also, with corroded motor home switch. No buzzing noise noted. Unable to verify software error alarm or rewind anomaly due to frozen display. The insulin pump had cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, broken belt clip slot and broken battery tube threads.